Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 was not detected on the bus and was not recognized by the system. A field service engineer (fse) identified the issue and resolved it by reseating the row board cable. The fse tested the repair using the hardware test application and tightened the screws in the hard stop to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station b10na drawer 1.1/1.2 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.